Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of any serious injury. Device evaluation summary: device evaluation of monitors sn (B)(4) and (B)(4), and belts sn (B)(4) and (B)(4) was completed. The monitors and electrode belts were functional and able to detect and treat. Device manufacture date. Monitors: 01/2011 and 03/2011. Electrode belts: 08/2009 and 11/2009. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified by device download data that a (B)(6) patient was treated while in a skilled nursing facility. The lifevest delivered two treatments at 04:54:19 on (B)(6) 2014 and 06:35:04 on (B)(6) 2014 during atrial fibrillation. The rapid atrial fibrillation contributed to the false detection. The patient was issued replacement equipment between the treatments. The response buttons were not used during the event. The patient remained at the nursing facility and continued to use the lifevest.